Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd pen needle 31g x 5mm was blocked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿the patient complains about a number of clogged needles per box.¿.

Manufacturer narrative:
H.6. Investigation summary one photo of a 31g x 5mm pen needle carton was returned from lot. No. 9261693, cat. No. 320794. As no physical sample was returned no clog testing could be carried out. Investigation conclusion as no physical sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description based on the photo and the fact no sample was returned no further investigation can be carried out. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported bd pen needle 31g x 5mm was blocked during use. The following information was provided by the initial reporter, translated from dutch to english: verbatim: ¿the patient complains about a number of clogged needles per box.¿.